Manufacturer narrative:
(B)(4). No sample has been returned for analysis. Without the actual complaint sample being returned a full investigation cannot be carried out therefore the reported customer complaint cannot be confirmed. As a result, we are unable to determine the cause for this specific event however; the associated confirmed failure is a known issue and has been investigated under a corrective and preventative action. Information has been added the database and trends will continue to be monitored.

Event description:
During pretest the cuff did not fully deflate. There was no patient involved.

Manufacturer narrative:
Covidien/medtronic reference number (B)(4). One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed tha the bronchial pilot balloon had been cut off from the inflation line. However, an inflation/deflation test was performed on both the bronchial and tracheal cuffs which fully inflated and deflated and maintained their air pressure. There were no other deformations or anomalies observed in the device. Manufacturing process and testing methods were reviewed. All manufacturing controls were found acceptable and verified that the confirmed condition would have been detected prior to release for distribution. The confirmed failure is not related to the manufacturing process.